Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose reading at the time of the incident was 45 mg/dl. The customer also reported that the insulin pump had a white screen and had huge crack in the casing. The customer could not troubleshoot for low blood glucose as the insulin pump was not working. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case and cracked battery tube threads. After battery installation device gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly.